Manufacturer narrative:
Additional information has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.

Event description:
During posterior fusion surgery at oc-t1 (oc-c2: pedicle screw, c4-c6: lateral mass screw, c7-t1: pedicle screw, c4/c6: transverse connector) for cervical myelopathy, the connector clip of the transverse connector fractured when the final tightening was done using torque wrench but without insertion tube. Another new transverse connector was used without problem. There was no adverse outcome to the patient.